Event description:
Champion af study. It was reported that device movement/shift occurred. Prior to the procedure aspirin and edoxaban were administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 25.0 mm. One day post implant, the patient was discharged on aspirin 80mg. 77 days post procedure the patient had their four-month laa imaging procedure. Transesophageal echocardiogram (tee) assessment revealed that the closure device was significantly proximal to the ostium with a laa seal jet size greater than 5mm. At the time of event, the patient was on edoxaban (60 mg/day) and aspirin (80 mg/day). The event was considered to be ongoing. In response to the event no action was taken, and tee assessment was planned for three months later. 200 days post index procedure, computed tomography (CT) of head was performed which revealed that the patient experienced a transient ischemic attack. Diagnostic tests such as cardiac imaging, diagnostic catheterization and lab test were performed that same day. One day later the patient was hospitalized and underwent cardiothoracic surgery in response to the event. At the time of the event the patient was on aspirin (80mg/day) and edoxaban (60mg/ day). Three (3) days later the patient had an echocardiogram performed which revealed a thrombus on the closure device. The patient underwent surgery where the closure device was successfully explanted. Eight (8) days later the patient was discharged home on aspirin (80mg/day) and edoxaban (60mg/ day). The event was considered resolved.

Event description:
Champion af study: it was reported that device movement/shift occurred. Prior to the procedure aspirin and edoxaban were administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 25.0 mm. One day post implant, the patient was discharged on aspirin 80mg. 77 days post procedure the patient had their four-month laa imaging procedure. Transesophageal echocardiogram (tee) assessment revealed that the closure device was significantly proximal to the ostium with a laa seal jet size greater than 5mm. At the time of event, the patient was on edoxaban (60 mg/day) and aspirin (80 mg/day). The event was considered to be ongoing. In response to the event no action was taken, and tee assessment was planned for three months later.